Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the ongoing discrepancies in the count of medication, with the station showing 0 while the actual inventory was 2, likely due to the system not requiring customer verification for non-controlled medications. A technical support specialist (tss) had reached out to the customer to confirm if the inventory discrepancy issue was still occurring. The customer confirmed that the issue had been resolved, and no further discrepancies were observed. So, the technical support specialist closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system medication consistently showed inventory discrepancies, and showed 0 while the actual count was 2, with no verification due to it being a non-controlled medication. The customer stated that user was unable to access the medication from the affected station. There were no adverse events or injuries reported based on this event.